Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was 170 mg/dl. Customer tried different sets/lots or cannula lengths. Customer stated the insulin is not expired or denature. Customer stated the site are rotated and avoids inserting into areas with scar tissue. Customer stated that tubing is not bent or kinked. Customer tried all remedies and was advised that we are going to replace the pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump was received with minor scratched lcd window and case.